Event description:
The initial reporter received questionable ise indirect gen.2 results for one patient from the cobas 6000 c (501) module. The initial sodium result was 119 mmol/l and the repeat result was 138 mmol/l. The initial potassium result was 3.5 mmol/l and the repeat result was 4.6 mmol/l. The initial chloride result was 121 mmol/l and the repeat result was 102 mmol/l. No erroneous result was reported outside of the laboratory. There was no allegation of an adverse event. The field service representative could not find a cause. He ran precision testing. The investigation did not identify a product problem. The cause of the event could not be determined.